Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reby1472 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient came to have their PICC replaced due to the purple hub and clamp being missing for two days. A blue object was inserted into the open end of the line and taped in place. The PICC in his right arm was assessed and insertions site was tender and swollen but no bleeding noted. Upon removal of the blue object and tape, hemostats were placed on the open end of the line and the PICC was removed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 3 fr sl power PICC catheter was returned for investigation. Residual use material was observed on the device. The hub was not attached to the extension leg and was not returned. Microscopic observation of the break surface revealed it to be rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue.

Event description:
It was reported that the patient came to have their PICC replaced due to the purple hub and clamp being missing for two days. A blue object was inserted into the open end of the line and taped in place. The PICC in his right arm was assessed and insertions site was tender and swollen but no bleeding noted. Upon removal of the blue object and tape, hemostats were placed on the open end of the line and the PICC was removed.